Manufacturer narrative:
As reported, about one week post-implant of the bard/davol ventralex st mesh, the patient was diagnosed with infected hematoma, underwent incision and drainage procedure, and prescribed with oral antibiotics. As reported, the ae is resolved. The clinician has assessed the patient¿s postoperative course as being "possibly" related to the study device and definitely related to the procedure, however, based on the information provided, no conclusion can be made. Infection and hematoma are known inherent risk of surgery. The instructions-for-use supplied with the device lists infection and hematoma as possible complications. In regards to infection, the warning section of the instructions-for-use (IFU) states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the prosthesis. An unresolved infection may require removal of the prosthesis." To date, this is the only reported complaint for this manufacturing lot. Not returned - remains implanted.

Event description:
Reported per clinical trial (B)(4): (B)(6) 2016 - subject patient underwent a primary open laparotomy midline umbilical hernia repair procedure during which a bard/davol ventralex st was implanted using mechanical suture. Full skin closure was achieved using sutures and surgical glue. The patient was discharged to home on (B)(6) 2016. (B)(6) 2016 - subject patient diagnosed with surgical site infection, infected hematoma, and purulent drainage from the superficial incision. Culture tested positive for staphylococcus aureus. Subject patient underwent incision and drainage procedure and prescribed with oral antibiotics (keflex and linezolid (x24 days)) and advised daily wound care. (B)(6) 2016 - the ae is resolved. Per the study clinician, the reported adverse event has been assessed as moderate severity, possibly related to the study device and definitely related to the procedure. The outcome for this ae is reported as has resolved/recovered.